Event description:
It was reported that a singleday infusor burst, indicating a ruptured bladder. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection and functional leak testing revealed no evidence of a ruptured bladder. The reservoir was found to be intact. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.